Event description:
It was reported that prior to discharge after the implant procedure, intermittent loss of capture was observed on the right ventricular lead. Fluoroscopic imaging confirmed that the lead had shifted since implant. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.